Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to routine device change-out procedure, inappropriate auto mode switch episodes due to noise on the right atrial lead was observed. The noise was not reproducible. The replacement was uncomplicated and no intervention was performed regarding the ra lead. Lead was electrically stable and will continue to be monitored. The patient was asymptomatic before, during and after the procedure.